Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The evaluation of the provided logs confirms the reported failure.our field service engineer investigated the ventilator on site, it was observed that the failure is intermittent. There is no information on whether any parts have been replaced. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).